Event description:
Medtronic received information that during the procedure, it was noted that this venous cannula was leaking. Upon inspection, two tears were observed in the device. It was reported that there were no sharp objects or tight string around the cannula. The patient was cooled and the leakage was stopped by pressing on the cannula. Bypass was stopped for less than a minute and the cannula was changed out. The procedure was completed with no adverse patient effects.

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, visual inspection showed a break in the cannula body, approximately 3.0 and 4.75 inches from distal tip. The break at the 3 inch mark was approximately 300 degrees around the circumference and the break at the 4.75 inch mark was approximately 90 degrees around the circumference of the cannula body. There were no signs of dents or damage to the spring wind detected in the break area. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the root cause is likely sub-optimized curing of the cannula body leading to a cannula with a greater propensity to split. These cannula may also be at greater risk of splitting under acute stress of a suture.